Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue have been resolved by replacing the battery and the device will not be returned to zoll for evaluation. Without a device return, we are unable to establish how the device is managed. When the device is rescue ready, it conducts periodic testing to ensure the device is rescue ready, and more importantly, available for clinical use.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.